Event description:
A distributor in (B)(4) reported that the audible alarm on an mr850 respiratory humidifier does not function. It was stated that the fault occurred as a result of an electrical safety test where the serial port was used as the earth point. This fault was observed prior to use.

Manufacturer narrative:
(B)(4). The mr850 respiratory humidifier was manufactured in the year 2000. The mr850 respiratory humidifier was returned for servicing at fisher & paykel healthcare's regional office in (B)(4). Method: the returned humidifier was performance tested. Results: the reported fault was confirmed as no audible alarm was generated when the unit was switched on and put into an alarm state. The pcb (printed circuit board) track and the components in the serial circuit were found damaged. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the distributor reported that the serial port was used as a ground point during an electrical safety test. The technical manual for mr850 states: "caution: permanent damage to this humidifier will result if the serial port is used as a ground point during electrical safety testing". The fault was noticed prior to patient use.